Manufacturer narrative:
The complaint device is available for evaluation and testing; however, it has not been received as of to date. However, additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
During preparation of the device, air could not be completely evacuated from the balloon. However, the balloon was clinically used for percutaneous transluminal angioplasty, and inflation of the balloon was attempted but the balloon did not maintain pressure. The target site was a superficial femoral artery lesion. Vessel characteristics indicated no calcification, mild tortuosity with 60% stenosis. During preparation of the device, air could not be evacuated completely from the balloon after approximately five times of negative prep. Another attempt was made after checking the three-way stopcock. The connection between the balloon catheter and the indeflator was fine, but the condition was the same. However, the balloon was clinically used and inflation of the balloon at the target site was attempted but balloon did not maintain pressure. Eventually, this balloon catheter was withdrawn and another power flex p3 balloon catheter was used with the indeflator without difficulty. The procedure was completed successfully, and there were no adverse events to the patient.